Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a rise in capture threshold had been observed on the atrial lead. It was explanted and replaced.